Event description:
It was reported that the customer had low blood glucose levels of about 39 mg/dl. The customer reported a compromised force sensor system error from the insulin pump. The customer also reported that insulin continued to drip after the motor stopped during manual prime from the insulin pump. It was reported that the customer was unable to exit the preparing to prime loop on the insulin pump. Troubleshooting was done. The customer reported that the drive support cap of the insulin pump appeared to be sticking out. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed during basic occlusion test due to protruded and or loose drive support disk. The device had cracked lcd window, cracked case at display window corners, broken battery tube threads, and cracked reservoir tube lip.